Event description:
It was reported that, during a normal battery depletion device replacement procedure, this right ventricular lead, exhibited high out of range shock impedance measurements. Additionally, it was noted that this lead was damaged. Since this was during the replacement procedure it was decided to not use the new device for the replacement, instead they used another one. A defibrillation threshold (dft) test was performed in order to make sure this new device was behaving appropriately. This lead remains in service. No further adverse patient effects were reported.